Event description:
The device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/jan/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and pain.

Event description:
Patient reported moderate, right side breast pain. Healthcare professional reported right side capsular contracture baker grade IV. Device remains implanted.